Event description:
It was reported by the surgeon that approximately two years post implant a realize band, the patient presented with a port site infection. The patient was scoped and it was determined that the band had eroded into the lumen of the stomach. A culture was not taken. The band was explanted without any further complications the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.